Event description:
The a1059 mayfield modified skull clamp support failed and the patient's head fell forward twice during the surgery (once at 10:30 am and once at 2:45 pm). Due to this failure, the precision of the neuro navigation system was lost and the surgeon could not close the incision. Patient injury was unknown. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 02/04/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. This device was manufactured on march 31st, 2014 and a review of the DHR 108838 that contained lot code 141 and serial number (B)(4) showed that this lot for a quantity of 40 passed the required inspection points without mrrs, reworks or variances. There is no service history for this device. No manufacturing or design related trend has been identified. In summary the end users experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements. General maintenance required as this device was manufactured in 2014 with no prior service history.